Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displaying error message "tcm ID:05" (coolant diff failure) message was confirmed during initial functional test and event log review. The thermogard ivtm system was evaluated at customer site by a zoll service representative. The investigation findings revealed that the root cause of the reported error was due to a damaged lm34 temperature sensor as a result of normal wear and tear. The thermogard ivtm system was manufactured in january 2011 and it is 9 years old, well past beyond it's expected serviceable life of 5 years. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During archive review, tcm ID:05 error message was observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing on the themogard system failed due to error message "tcm ID:05". To remedy "tcm ID:05", the lm34 temperature sensor assembly rj45 was replaced. After part replacement, the system was re-evaluated and passed all the functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During console check, customer reported that the thermogard xp ivtm system (serial #(B)(4)) displayed "tcm ID:05" (coolant diff failure) upon powering on. No patient involvement.